Event description:
The customer reported that this male patient had his original revision done in (B)(6) 2012 at the (B)(6) hospital. The customer further reported that the patient was revised in (B)(6) 2015 allegedly due to pain and suspected loosening. The customer also reported that x-rays allegedly confirmed extensive bone loss under trochanteric plate and that there was no original contact between restoration and dall-miles implants.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was described as unknown restoration. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.